Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with tortuosity and calcification. The ultra 9-cell stent delivery system (sds) was advanced; however, resistance was noted with the anatomy, and the stent dislodged. A balloon catherer was advanced and slightly inflated to grasp the stent. The stent was retrieved successfully and a new sds was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported dislodgement was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.